Event description:
It was reported that high threshold was noted on right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2024. The patient went through av node ablation procedure as the patient is in chronic af. No patient consequences.